Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00661. The complaint is confirmed. The service repair technician (srt) replaced the auxiliary printed circuit board assembly (pcba) and completed the service work on the unit. The unit met manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the aux pcba has a fried chip and capacitor. There was no patient involvement.